Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5 **add procedure information** a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause couldn't be determined. However, it's likely that the temporary malfunction occurred in the low voltage switching device board or printed circuit board due to factors such as long-term use. This resulted in the inability to transmit the signal from the scope, leading to a failure in displaying endoscopic images. The event can be detected by following the instructions for use which state: check the power on. Confirmation that the power is turned on. Check the observation monitor. ¿confirm that images are displayed on the monitor. Check the endoscope image. ¿confirm that there is no abnormality in the image. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a colonoscopy.

Event description:
The customer reported to olympus that evis lucera elite video system center, endoscope screen does not appear. The issue occurred during the preparation for use. The procedure was therapeutic and it was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: endoscope screen does not show and the battery was drained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.